Event description:
On (B)(6) 2013, the patient¿s mother contacted animas about another issue and during the course of that call, she made reference to her son having been hospitalized in (B)(6) 2011. At that time, the patient had a very high blood glucose (bg), value unknown, was taken to the e.r., transported via ambulance to another hospital, and then admitted into ICU, where he spent 3 days and 2 nights and then was released home. Patient does not recall the diagnosis for this hospitalization, recalls having symptoms of a stomach flu. Mom states he was not in diabetic ketoacidosis and there was no site issue or bad insulin at that time. Patient and mom cannot recall if the pump was implicated in the event. Patient and mom declined review of pump at this time, as the health care provider (hcp) has reviewed pump recently and made adjustments to settings. This complaint is being reported as a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 6/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: no defect was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.